Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2022, a tailor flexible annuloplasty ring was implanted. On (B)(6) 2022, the patient experienced worsening of pre-existing atrial fibrillation found on electrocardiogram (EKG). Amiodarone and beta blockers were administered to treat the arrhythmia, and a cardioversion was performed. The atrial fibrillation was still persistent at the time of discharge on (B)(6) 2022. There was a prolonged hospitalization due to this event.

Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.